Event description:
The reporter indicated that following an exchange implantable collamer lens (ICL) implantation procedure, the patient experienced lens rotation. The lens was repositioned. The problem was not resolved. The lens was exchanged for a same model, power but longer length lens. Cause of the event was reported as patient related factor. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - Rotation. H6 - Work Order Search: No additional similar complaint type events within associated lots were found. Secondary Surgical Intervention to Remove/Replace/Reposition the Lens is identified in the labeling as a known potential adverse event following ICL implantation. Claim #(b)(4).